Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgement occurred. A 2.25 x 24 mm promus element stent delivery system was being unpacked when it was noted that the stent had dislodged from the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. A 2.25x24mm promus element stent delivery system was being unpacked when it was noted that the stent had dislodged from the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. There was damage noted along the length of the stent. Both ends of the stent were misaligned and on one end the struts were raised, there was also some rows of struts towards the center of the stent bunched up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damaged was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).